Event description:
After priming tubing with mesna, burette tubing set came apart at the top of the burette. The medication fell to the floor. Chemotherapy was delayed because of this event. Tubing removed from service.====================== health professional's impression======================unknown